Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000378193 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text: device discarded.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt did not have co2 flowing through. An accessory kit was opened to complete the procedure. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from " (B)(4)" to " (B)(4) ".